Event description:
In 2008, the lay patient contacted lifescan (lfs) alleging that his one touch ultra 2 meter powers off during use. The medical affairs specialist was unable to contact the patient by phone and classified the complaint based on the customer care advocate (cca) documentation. The patient said the product issue occurred a week earlier. The patient stated he had extreme thirst, frequent trips to the bathroom, and was lethargic after the issue occurred. Information regarding the patient's diabetes treatment regimen and last actionable blood glucose reading(s) on the reported product was not provided. The patient denied taking diabetes treatment action or receiving medical intervention as a result of the reported issue. The cca noted that the meter turned on before the automatic shutoff period elapsed. The patient did not replace the meter battery per the owner's manual and did not have a replacement battery. The patient's products were replaced. The complaint is reported because the patient alleges the lfs product turned off during use, and afterward he experienced symptoms suggestive of hyperglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.